Event description:
Deflation reported.

Manufacturer narrative:
The evaluation summary is as follows: no manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Debris/tissue was observed in the valve channel, which likely disrupted the seal, causing a leak and deflation.

Event description:
Deflation resulting in explantation.

Event description:
Deflation resulting in explantation.